Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had issues with 2 sensors. One of the sensors was not recognized by the insulin pump. The transmitter did not blink when connected to the sensor. When they removed the sensor, they did not find any sensor cannula inserted into their body or stuck on the adhesive patch. They were advised that more than likely, it had retracted into the needle hub. The second sensor¿s needle hub stayed stuck inside the serter device. The customer¿s blood glucose level during the incident was unknown. The sensors will not be returned for analysis.